Manufacturer narrative:
The reported issue was confirmed from the log review and in-house testing.

Event description:
It was reported that during the monarch bronchoscopy procedure the physician experienced issues with the robotic arm and decided to abort the case. There were no reported adverse effects to the patient because of the system issues.